Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the complaint device. The complaint device is a 350cc mentor memorygel breast implant (catalog #: 3507350bc, lot #: 5573389). Initially, this report was reported for the right-sided prosthesis. However, it is currently unknown which side this device was implanted in. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was performed, it was found that the actual manufactured date was (B)(6) 2004. The relevant field has been updated. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two parts. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with two unspecified mentor smooth gel breast implants and experienced postoperative bilateral rupture. As a result, the patient underwent removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3508001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient has fully recovered after the revision surgery. This report is for the right-sided prosthesis.